Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7106928, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7101925, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI)#: (B)(4). Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced severe burning and sharp electric-shock sensations radiating from the implantable pulse generator (ipg) site left lower abdomen, radiating bilaterally through the lower extremities, occurring on a daily to bi-daily basis. The patient also experienced episodes of dizziness and syncope (fainting) occurring three to five times per week, without warning, preventing safe ambulation and requiring the patient to avoid driving and strenuous activity. The patient also experienced loss of pain management efficacy: the chronic pain for which the device was implanted returned and worsened, particularly when the device malfunctioned or reset. The patient also experienced multiple device resets and unexpected stimulation surges during routine system checks.